Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a communication failure error message. This error may result in a sys lock up, or shut down situation. There is no report of injury or death associated with the event described in this complaint.